Manufacturer narrative:
Correction; h.6. (Patient code) additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the IV tubing set leaked at the intralipid filter was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Clear liquid was observed within the set¿s micron filter. No anomalies or evidence of damage were observed on the filter or the set upon initial visual inspection. Functional testing was performed and small droplets were observed leaking from the micron filter air vent (termed ¿weeping out¿). No other leaks or anomalies were observed. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent.

Event description:
It was reported from the nicu that the IV tubing set leaked at the intralipid filter. This was discovered by the nurse while assessing the tubing set. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Nicu - less than 2 months. Patient's demographics were not provided.

Event description:
It was reported from the nicu that the IV tubing set leaked at the intralipid filter. This was discovered by the rn while assessing the tubing set. There was no patient harm.